Event description:
During cryotherapy treatment for gastric antral vascular ectasia (gave), a female patient developed a pneumoperitoneum, and was scheduled for surgery. During surgery, a perforation was located on the posterior lesser curvature of the stomach and closed. The patient was discharged from the hospital and has recovered. There was no device malfunction during the ablation procedure.

Manufacturer narrative:
Manufacturer representative present during procedure. Device operated according to specifications. No device failure.